Manufacturer narrative:
Concomitant products: c4tr01 crt-p, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaints of palpitations. A review of the device interrogation showed suspected right atrial (ra) lead undersensing during a suspected atrial arrhythmia. The right atrial (ra) lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.